Event description:
On 1/18/1999, the pt underwent a carotid endarterectomy for an 85% right internal carotid artery stenosis with a vascu-guard vascular repair patch. On 3/30/1999, the pt presented with a staphlococcus aureous abscess involving the vascu-guard patch. The site was debrided and drained with delayed wound closure. The pt's status is now reported as "good."